Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was evaluated and replaced, and a contact enhancement was performed on the connector of the dc power supply distribution board. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system workstation was intermittently not booting. There is no report of injury or death associated with the event described in this complaint.